Event description:
The report received indicated that during a coronary procedure, predilation of the lesion was conducted then the cypher stent was being delivered to the lesion, however, during inflation, the balloon ruptured at 6 atmospheres. The pressure on the inflation device decreased significantly and the blood flew back into the device. Because the stent was under-dilated, post-dilation was conducted intravascular ultrasound (ivus) was conducted and confirmed stent apposition to the vessel wall. A second stent was implanted proximal to the first stent and the procedure was completed successfully without any injury to the pt. Further info indicated the target vessel was the proximal-mid left anterior descending (lad), the diffused de novo lesion was described as moderately calcified, slightly tortuous and presenting 99% stenosis.

Manufacturer narrative:
Please note that the stent was implanted; however, the stent delivery system has been returned for eval and testing, however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.